Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Account will not release device at this time additional information: the procedure is an abdominal peritoneal resection with pouch excision. The blue contour was placed and would not close then was removed and a green load was placed, closed on tissue and did not fire all the way. They did not feel the washer break upon removal. The surgeon scoped from below and there was a hole on the anterior portion. The surgeon hand sewed the hole closed and finished the procedure. It is unknown how the tissue was excised. After the green load was removed the surgeon did not see any staples. The patient was discharged in a normal amount of time from the hospital. The surgeon wanted it noted that the device was manipulated after the case to see if it was possible to understand what happened. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was initially reported that during a left colon resection procedure, the device would not fire. A second device was pulled and that device would not fire. At some point during the procedure, a hole created in the colon. It is unknown at this time how the hole occurred or how the hole was repaired. Unknown how the case was completed.

Manufacturer narrative:
(B)(4). Damaged cartridge. An additional device was received in good visual condition and with one reload loaded in the device. The reload was received fully loaded with staples, with the washer uncut and with the drivers and knife recessed below the cartridge deck. The device was tested for functionality with the returned reload and it fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional, and the device fired without any difficulties. There was resistance felt while trying to close the device or forward the pin manually. However the device did fire as intended. The reload was disassembled to verify the condition of the internal components, and the cartridge cap was noted to be damaged. It is possible that a higher interaction between the retainer pin coupler and the cartridge cap is resulting in the increase of force needed to move the pin distally and ultimately higher forces are required to close the device. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Damaged cartridge the analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. There was resistance felt while trying to close the device or forward the pin manually. The device was tested for functionality with a test reload and it fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional, and the device fired without any difficulties. The returned reload was disassembled to verify the condition of the internal components, and the cartridge cap was noted to be damaged. It is possible that a higher interaction between the retainer pin coupler and the cartridge cap is resulting in the increase of force needed to move the pin distally and ultimately higher forces are required to close the device. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.